Manufacturer narrative:
Concomitant products: 8042b device, implanted: (B)(6) 2010.

Event description:
It was reported that the left ventricular (lv) lead exhibited an insulation anomaly. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.